Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily calcified, moderately tortuous av fistula. The 80 mm x 80 cm armada 35 balloon ruptured radially at 14 atmospheres. There was no significant resistance felt during advancement. When the balloon catheter was retracted to the sheath the balloon remained inside the anatomy and was inside out. The patient went to surgery for retrieval of the balloon from the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.